Event description:
The customer reported that when the ventilator is powered up it has a continuous audible alarm and visual alarm for vent inop and motor fault. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that the main pcb and the turbine motor driver are defective. Carefusion failure analysis will evaluate the alleged defective components if they are returned by the customer.